Event description:
Distributor reports patient-self tester generated results lower than expected with the protime microcoagulation system. Test performed by pt generated 1.5 inr. On the same day, test performed at physician's office using pt's instrument generated 2.5 inr. Pt's therapeutic range: 2.0-3.0 inr. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Customer tested with instrument serial# (B)(4). Method: actual device not evaluated (single-use disposable). Process eval performed. Cuvette device history records reviewed and found to meet specs. Result: no results available since no eval performed.